Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2017 due to high shock impedance measurements of greater than 125 ohms. The physician was dr. (B)(6) at scripps (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).